Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD), which was included within the population of a recent field advisory, reportedly received a letter regarding the shortened replacement window advisory and believed that it came from boston scientific. The patient's field representative and following physician were upset as they understood that the company was not doing direct patient mailings. Technical services assured the field representative that the company did no direct mailing to patient customers, but that the patient may have printed from the website or received from implanting physician. Subsequently, it was reported that this device had a battery voltage of 2.57 v after 42 months of implant.

Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. The device was subsequently explanted approximately four years later and returned for routine evaluation. Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.37 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to [two] compromised low-voltage capacitor[s], which resulted in a high current condition.